Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of two images of a device. Photographic inspection noted a needle and a suture separated. Photographic inspection noted that the swage was filled with suture transfer material. Crimp marks were noted on the swage. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, the device thread broke, when the surgeon opened the package it was found that the suture thread is broken. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.